Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. A siemens customer service engineer (cse) visited the customer site and checked the calibration data, quality controls and maintenance of the instrument and did not identify any issues. The data were within expected values. The cause of the discordant, falsely elevated cardiac troponin-I result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the instrument is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a dimension exl 200 instrument. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.